Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2010 alleging inaccurate high readings on the patient's one touch vita meter compared to another meter. The alleged issue began approximately (B)(6). A medical surveillance specialist (mss) sent follow up questions; however, the patient refused to answer any of the follow up questions. The following is based on the initial call placed to customer service. On (B)(6) 2010, at an unspecified time, the patient tested on his one touch vita meter and obtained a result of 122 mg/dl and less than 30 minutes later compared the 122 mg/dl to an ultra meter and obtained a 102 mg/dl. At an unspecified time later he patient developed "tremors" and self-treated; however, it is unknown what the patient self-treated himself with. The patient refused during the initial call to talk about the incident. No more clinical information was provided. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the high reading, he later developed symptoms suggestive of a serious injury and had to self-treat.

Manufacturer narrative:
(B)(4). Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.